Event description:
Reported over the past twelve months the end user has experienced red itchy skin under tape collar.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Complaint stated the end user changes appliance every two days and cleanses with a mild soap. It was also reported that the end users uses (B)(4)powder/paste. The complainant confirmed that the end user has been seen and is under the care of a gastric dermatologist since 10/2013. The complainant went on to further report that the end user was following up with a dermatologist and trying the interventions recommended by the doctor but, the issue persisted. The complainant reported that the end user visits the dermatologist every month; and the dermatologist has prescribed clobetasol 0.5 percent cream to be applied to the skin under the tape collar with each wafer change. Complainant reports the end users next visit is on (B)(6) 2014. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.